Event description:
The intra-aortic balloon pump was noted to be alarming with blood backing out from iabp tubing. The balloon pump was placed on standby and the balloon was emergently removed by the md, who found that the balloon had perforated. The maquet rep was called, who stated there will be an on- call technician to follow up. The catheter was sent via (B)(6) using the mailing pack and instructions provided by maquet.